Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that image pc did not start properly. The fse confirmed that the image pc did not start properly because the hard disc drive was full. The fse check the consistency between the host pc and image pc as part of the troubleshooting process, and some patient data was cleaned, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device displayed an error message - image memory full. The examination was aborted. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.